Event description:
It was reported that the device was used during a laparoscopic anterior resection procedure. This was the working port for the ultrasonic/grasper/stapler. The instruments were interchanged frequently and every time an instrument came out, gas hissing could be heard. It was leaking out of the top of the reducer valve. The only way to stop this noise was to re-insert an instrument or for the surgeon to hold his finger in the valve. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? No. Was there a drop in pressure? Unknown. If yes, did this affect the visibility of the surgeon? Did not seem too. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? No. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.